Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5014605.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perielectrode edema after the implant procedure and had symptoms of drowsiness, postural instability, and headache. The patient went to the emergency room (ER) three times in three weeks. The edema was found, with computed tomography (CT) around the implanted electrode. The physician suspected foreign body reaction. The patient is doing fine.